Event description:
Second revision surgery - due to the patient dislocating; once. The surgeon revised the liner. (B)(4).

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 4.2 months of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the sixth complaint for this product; one due to infection and four due to dislocation. This is the first complaint for this lot number. The root cause for the dislocation could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.